Manufacturer narrative:
The sample was received and evaluated. One used 7.5 microcuff subglottic suction tube was received with no packaging. The product does not contain a lot number identification. The cuff exhibits a partial radial tear, in the proximal shoulder area. Both the proximal and distal cuff collars remain attached to the tubing. The complaint was confirmed for a tear; however, no root cause could be identified. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Manufacturer narrative:
(B)(4). UDI # unknown. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as a lot number was not provided. Root cause cannot be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that a patient was intubated in the emergency room on "(B)(6) 2016" and a leak was notable via vent alarm,; therefore, the patient was re-intubated. No further information was provided; however, requested.